Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experiences lower limb numbness when she stands or begins to walk. It was noted the issue occurs with stimulation turned on or turned off. A CT mylogram was taken but did not reveal any anomalies. It was also reported the patient declined reprogramming. Follow-up information revealed the patient met with the physician and an emg was performed. The physician advised that the device is placed at the incorrect level , as such, the patient is not receiving relief. Subsequently, the patient will undergo surgical intervention as the next course of action.

Event description:
Follow up information identified the product has been returned to the manufacturer on 01/12/2016, please reference MFR. Report#: 1627487-2014-22036. However; it is unknown when the product was explanted.